Event description:
It was reported the patient is receiving stimulation; however, the patient has to charge her scs system every 2 days. The physician desires to replace the scs ipg so the patient will have less of a recharge burden.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.